Event description:
Rec'd notice of complaint concerning a venous line disconnect from product manager. 11/23-spoke with hospital risk manager who reports that the pt's tesio catheter disconnected from the venous line, risk manager has filed medwatch user report. According to user report-the pt had rec'd urokinase at 0910 to clear catheter, treatment was then initiated at 1010. At 1045, the healthcare professional noted the pt "moaning." Upon investigation blood noted on linens, venous line found disconnected from the catheter. Report states "moderate amount of blood noted." Pt unresponsive," saline bolus started as well as emergency measures. Pt expired. Risk manager did not have any further info at this time. Requested contact in facility in order to obtain further info. Left message on risk manager did not have any further info. Left message on risk manager's voice mail to return call. 11/30-rec'd call from acute coordinator who states will call on 12/1 with requested info. 12/1-acute coordinator returned call. States that the pt had been checked about 10 minutes prior to event, as pt had requested a blanket. Reports that initially the healthcare professional caring for the pt stated that the access was visible. However, the pt was very restless and rolled up in the blanket, away from machine and lines. Acute coordinator feels if initial connection was not tight enough, the extra stress placed on the connection could have caused the disconnection. The healthcare professional responded to the pt "moaning," and discovered the disconnected line. Acute reports that they were unable to determine the estimated blood loss, states that it looked "like a lot." But difficult to estimate as the blood was in the bed and linens. The pt was placed in trendelberg and a saline bolus was started. Pt did not respond to treatment; emergency measures were initiated without success. Acute coordinator reports that the machine did not alarm with the disconnect, but that the pt was semi-laying on the catheter and enough resistance was created to maintain the venous pressure. Acute coordinator reports that the machine was functionally tested post event and was found to be in good working order. Also states that the risk manager was supposed to send the venous line in for evaluation, but it has not been rec'd. Acute coordinator will check on status.